Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown trident ii shell was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: insufficient medical records (undated scan photos) were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the shell was revised due to aseptic loosening. The exact cause of the event could not be determined because insufficient information was provided. Additional information including product details, operative and revision reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As per pss implant request: aseptic loosening of right revision acetabular comp. Severe bone loss, avascular necrosis of acetabulum. Had right tha in 2018 complicated by loosening and had revision in 2022, found to have avascular necrosis at time of revision. Attempted to reconstruct with multihole shell, many screws and cement. This had gone on to failure and custom cage triflange has been successful for a similar problem on her contralateral side. Trident 2 multihole and screws to be removed. Accolade ii to remain in place